Event description:
During a hormone pelleting procedure a nipro 25 gauge needle broke off into the tissue of the right buttock. Lot is 16k10. We have never had this happen before. The needle broke off at the base near the plastic tip. We are concerned the needle was defective as routine surgical procedure was followed and protocol was followed with an experience provider. The needle is still in the tissue and we are attempting to get an interventional radiologist to assist at removal as general surgery was unsuccessful thus fat. Thanks, (B)(6) pa-c. FDA safety report ID# (B)(4).